Event description:
On 26th december 2025, it was reported by an arthrex employee via email that for an ar-8925t, syndesmosis tightrope® xp, titanium, the nurse stated that the implant was faulty and the tightrope suture broke when it was being used. This was detected during an ankle orif procedure on (B)(6) 2025. The procedure was completed successfully as a new implant was opened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.